Manufacturer narrative:
(B)(4). It was reported that a patient experienced a repeat peritonitis episode 38 day later coincident with peritoneal dialysis therapy. The cause of the repeat peritonitis episode was unknown. The patient was hospitalized for the repeat peritonitis episode. On unreported date during the hospitalization, the patient was treated with ancef (dosage, route, frequency, and duration not reported). Peritoneal dialysis therapy was reported to be ongoing. After being hospitalized for three days, the patient was discharged. After discharge from the hospital, on unreported date, the patient was treated with vancomycin intraperitoneally for two doses (dosage and frequency not reported) for the repeat peritonitis event. The patient has recovered from the repeat peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested but is not available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was a breach in aseptic technique further described as touch contamination. On an unreported date, pd therapy was discontinued. At the time of this report, the patient was recovering from this peritonitis event. No additional information is available.